Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), male pt via electrode pads, the device displayed a "check pads" message after energy was charged. The pads were inspected and pushed onto the pt's skin. The device was then charged and displayed a "check pads" message. Complainant indicated that the clinician obtained another set of pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.